Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown. There was a blank screen, the iabp was not pumping, and no lights were on. The customer restarted the unit and it started working again. No patient injury or harm reported. No adverse event reported.

Manufacturer narrative:
The service territory manager (stm) evaluated the iabp and could not duplicate the alleged malfunction. But he did note "fault 112" in the fault log, which indicates a communication failure between the display and the console. The stm cleaned and reseated the display connection, performed all functional and electrical safety tests per factory specifications. The iabp was placed back into service and cleared for clinical use. No parts were replaced.

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) suddenly shutdown. There was a blank screen, the iabp was not pumping, and no lights were on. The customer restarted the unit and it started working again. No patient injury or harm reported. No adverse event reported.